Event description:
Distractors were placed on (B)(6) 2013 for a posterior cranial vault distractor procedure. The patient was brought back to the operating room on november 3, 2013 due to a csf cranial spinal fluid leak / dural tear. The fellow indicated the screws may have been too long (used 4mm long, instead of 3mm long) and they scraped the dura as the distractor distracted. Distractors were removed and no further complications were reported. Surgery completed successfully. This is report 9 of 31 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number was provided placeholder.